Manufacturer narrative:
Based on the information provided, the tigertriever 13 device was used as intended and in accordance with the instructions for use. The embolization to a new, previously uninvolved territory represents a known procedural complication associated with mechanical thrombectomy and is identified in the device labeling. There was no evidence to suggest device malfunction, device deterioration, or use-related issues that contributed to the event. Based on the available information, the manufacturer determined that the device did not contribute to patient injury and that the reported embolization represents a known risk of the procedure. No corrective or preventive actions are indicated at this time.

Event description:
During a mechanical thrombectomy procedure for treatment of an m1 occlusion, the tigertriever 13 device was used according to the instructions for use. During the course of the procedure, embolization to a new, previously uninvolved vascular territory (m3) was observed. No device malfunction or unexpected device behavior was reported during the procedure.